Manufacturer narrative:
(B)(4).this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "intermittent uim display" was confirmed during product evaluation. This condition was caused by a faulty main display. The main display was replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the pump was reworked and passed all subsequent testing.

Event description:
The facility representative contacted a (B)(4) technical service representative to report a colleague infusion pump with an "intermittent uim display"; this condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.